Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4); product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for failed back surgery syndrome as well as spinal pain. Consumer reported the recharger wouldn't charge and the connector pin on the desktop charger (dtc) seemed damaged. Since the recharging equipment wasn¿t working they couldn¿t charge their implant and it ran out of charge and was reportedly off. The patient reportedly used their neighbor¿s equipment and still could not get the recharger to charge. No further complications reported/anticipated.